Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the shock impedance measurements on with this device and right ventricular (rv) lead had been trending upward, eventually reaching greater than 125 ohms in the single coil configuration. The patient¿s physician performed commanded shock testing at 1.1 and 41 joules to verify lead integrity, which displayed a shock lead impedance measurement of 58 ohms. To date, no adverse patient effects were reported as a result of this clinical observation. Additional information was received that upon fluoroscopy, the proximal coil of this lead appeared suspicious. Upon further inspection, unwrapping of the shocking electrode wire from the proximal end of the proximal electrode had occurred. Defibrillation threshold (dft) testing was performed and was unsuccessful. A revision procedure was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported during the procedure. The device remains implanted and in service.